Manufacturer narrative:
Corrected data: g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the first stroke was not confirmed by computed tomography (CT). A magnetic resonance imaging (MRI) could not be performed due to a pre-existing pacemaker. A neurologist during this timeframe stated and diagnosed this occurrence as bell's palsy. However, approximately a month later, a neurologist noted the first occurrence was a small vessel brainstem stroke. There was no indication of valve relatedness. Of note, the patient had long-standing atrial fibrillation with anticoagulation therapy for approximately 3 years and on aspirin prior to that. The cause of the second stroke was not documented. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve remains implanted. Therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Date of event. Estimated, exact date not known. E2401 - facial droop. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 years and 1 month following the implant of this transcatheter bioprosthetic valve the subject experienced a stroke. Altered mental status, right-sided weakness, and right-sided facial droop presented. The symptoms resolved following physical and occupational therapies. Other details regarding this stroke were not available. Additionally, approximately 5 years and 4 months following the valve, the subject experienced again altered mental status, right-sided weakness, and right-sided facial droop. Hospitalization was required. A head computed tomography (CT) was negative for acute abnormality. A magnetic resonance imaging (MRI) was not performed due to a pre-existing permanent pacemaker implant. Neurology noted a possible brainstem cerebral vascular accident (cva); non-disabling stroke. The subject reported was already on appropriate stroke prevention therapy; anti-coagulant, nonsteroidal anti-inflammatory drug (nsaid), and statin. The neurologic status returned to baseline and the subject was discharged home with no sequelae. There was not a previous history of cerebrovascular disease nor arrhythmia; atrial fibrillation. Per the physician, the recent stroke was not related to the valve. No additional adverse patient effects were reported. Medtronic has requested additional information pertaining to this event. If additional reportable information is received, a supplemental report will be submitted.